Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2024. On (B)(6) 2024, the pediatric patient experienced a skin reaction with itching, rash, redness, inflammation, dry skin and pustules under the entire patch area. The patient was taken to the hospital on (B)(6) 2024 and there they prescribed fucidin ointment, loratadine 5mg (oral antihistamine) and skinsafe spray. At the time of the report the patient was feeling better. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.